Event description:
Same case as: 2134265-2014-06416 and 2134265-2014-06366. It was reported that pullback failure occured. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter. During percutaneous coronary intervention, pullback failure occurred. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).